Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower completely frozen and unable to restart or turn off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) administered a full battery of hardware tests. Fse also checked for any potential software vulnerabilities and reviewed overall device health through remote smart service. Fse inspected the hard drive and its connections for any signs of malfunction. After completing all relevant testing, no hardware errors were detected. Fse then reconnected the hardware connection adapter to the communication sled to ensure optimal performance. The system functioned as intended when the field service engineer tested the device.